Event description:
Related manufacturer reference number: 2017865-2024-33991, related manufacturer reference number: 2017865-2024-33992, related manufacturer reference number: 2017865-2024-33993. It was reported that the patient sustained a tear in the superior vena cava during system extraction. The tear was repaired during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of tear during heart transplant could not be confirmed. As received, a partial lead was returned in two portions for analysis. Final analysis did not find any anomalies except for procedural damage.